Event description:
It was reported by customer PICC leaked and had to be removed. They removed a PICC line that was placed at yale new haven hospital. Upon removal 2 small holes in the catheter were noted, lot number rehn 3261. Holes were roughly 10cm in and 35cm in on the line. Pt had issues with PICC leaking and tpa. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.